Manufacturer narrative:
Initial reporter phone no.(B)(6). The device was evaluated. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The cause of the rupture could not be determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a small volume folfusor, a ruptured bladder was found. There was no patient involvement. No additional information is available.